Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was revealed that the right ventricular lead exhibited out of range impedance. No intervention was performed and patient was monitored.